Event description:
It was reported that during surgery the distal tip of the creo mis cannulated tap broke off in vertebral body and was left in the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. Imaging provided shows that the tip of the tap broke off. This type of damage can be consistent with excessive force; however, an exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10